Event description:
As reported by the user facility (translation of user facility information by (B)(4)): the clip was not well positioned on the tip of the needle. The clip functioned well during the application. A needle stick happened when discarding the used needle into a waste basket.

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). We received no sample. Because of this a further investigation of the device is not possible. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.